Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose was 72 mg/dl at the time of incident. Customer stated that the buttons of the insulin pump are sticking. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response due to flattened (escape and act) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to verify time or clock anomaly and perform self test and displacement test due to no button response.